Event description:
Reporter alleged one of the numbers on the test strip vial lot number is missing. It was reported no actions were taken and no treatment received as a result, however, was having power concerns with the meter. A request was made for the return of the suspect device and replacement product was sent.